Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: mw5173993. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown side on an unknown date and year. Subsequently, the patient reported experiencing pain, and an unspecified permanent disability. The cause for the reported disability is unknown. There were no medical or surgical interventions reported. It is unknown if the patient's knee has been revised or plans to be revised in the future. No further impact to the patient was reported. No additional information is available.